Manufacturer narrative:
Philips service reloaded the software and ordered a new xper module screen. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision screen does not load due to a windows error on an allura xper fd20/15. The clinical use of the system was unknown. There was no reported patient or user harm.